Event description:
A software error was reported by the customer, indicated by a malfunction code. There was no reported impact on the customer's blood glucose level. Technical support provided guidance on how to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to contact support if the problem recurred.